Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. It is unknown how many times the device has been used. Per IFU, the hand piece can be reused 20 times. It is possible that the hand piece has been used more than that causing it to fail. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently not available.

Event description:
The technologist surgery support reported that: he has been participating in some surgeries and our vapr equipment has always been presenting problems. The physicians are beginning to question if they should cancel the surgeries if such issues continues to occur. The surgeons are also grateful to our sales rep. For this support and attention, but it is not solving the problems that our product is presenting on the surgeries (lack of quality material). Additional information from the affiliate received via email on 7-14-16. The handpiece was informing that the disposable were not connected, however, it was connected. Therefore, due this malfunction, there was much bleeding. The technical does not know how many times the handpiece was used. This failure extended the procedure time greater than 30 minutes , the technical tried to restart the instrument several times, without success. The technical does not know if the device is coming back.